Event description:
It was reported the healthcare provider (hcp) could not aspirate through the catheter access port (cap) on (B)(6) 2014. It was further reported the pump was being replaced due to nearing end of life (eol) and they tried to withdraw from the cap and could not withdraw. It was noted the patient had not had any symptoms. The pump was being used to deliver gablofen. Additional information received reported on (B)(6) 2014 the pump was being replaced due to normal battery eol and the doctor decided to check the catheter prior to the pump replacement and was not able to aspirate the catheter and at that point and it was decided to replace the pump and catheter. It was noted there were no therapy issues reported prior to the cap aspiration. It was also reported it was decided that the dosing would be decreased now. Additional information received reported the patient was not reporting any withdrawal symptoms or changed in therapy and the patient¿s parents did not have any concerns prior to the surgery. It was noted the clinic routinely checks the catheter via the cap prior to surgery to see if there are any catheter issues. The night prior to the pump replacement they could not aspirate the cap and the implanting physician was informed. It was reported he decided to change out the catheter when he could not aspirate cerebrospinal fluid (csf) through it. It was also reported there was no difficulty filling the pump and the patient was now receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter. (B)(4).